Manufacturer narrative:
The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including lead impedance, capture, and outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which determined to be normal. Longevity assessment found the device was operating at normal voltage range, with appropriate remaining longevity.

Event description:
It was reported that there was no capture on the device. The device was explanted and replaced to resolve the event. The patient was stable.